Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this pacemaker had an infection with sepsis. A revision was performed and the pacemaker, right ventricular (rv) lead and right atrial (ra) lead were explanted. The patient was treated with intravenous antibiotics. These explanted products will not be returned.